Event description:
The user facility reported that during a colonoscopy, there was an unclear video image with lines displayed across the video monitor which obstructed the image. The users attempted to manipulate the device, but was unable to retrieve the video image. The procedure was completed with a different, but similar device. There was no patient injury and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation initially confirmed a flickering video image, which later became distorted after extended testing. There was evidence of fluid invasion in both the electrical connector and endoscope connector. Additionally, corrosion was noted in the endoscope connector. The fluid invasion appears to have damaged charge coupler device (ccd) unit, and resulted in the image phenomena. The source of the fluid invasion appears to be due to user error as the device passed the leak test. This report is being filed as an MDR in an abundance of caution.